Event description:
Client was using chair and left castor came away from frame. Replacement chair given to client.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).